Event description:
It was reported that a patient with a pacemaker became presyncopal and had a low pulse rate. It was further reported that the patient presented at a hospital where it was noted that telemetry communication with the pacemaker was not possible. The pacemaker was replaced. No further complications were reported due to this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) testing revealed no pacing output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.